Event description:
Tha was performed for left hip of the female patient on (B)(6) 2023. The revision surgery was performed on (B)(6) 2023 because of frequent dislocations. Accidently, the exeter v40 stem and the delta v40 ceramic head were implanted in combination in the revision surgery. The surgeon decides that the stem and the head are left as they are in the patient's hip and will keep monitoring. The issue was that the cup with the liner was come off (dislocated) while the head was fixed to the stem. Because the doctor took into consideration the fact that the cup was installed at an incorrect angle and the anteversion angle of the stem was too sharp, the entire implant products, including not only the cup and liner but also the head and stem, were replaced. This record was opened for revision surgery by frequent dislocations and incorrect combination implantation in the revision surgery was opened in another record.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. H3 other text : device not returned to the manufacturer.